Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level ranged from 220-250 mg/dl all week; however, the customer stated blood glucose level was not related to the reported issue. At the time of the call, the customer stated blood glucose level was not elevated. It was confirmed the customer had manual injections available.

Manufacturer narrative:
The device has been rec'd for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.